Event description:
It was reported that during a percutaneous coronary intervention (pci), the intravascular ultrasound catheter (ivus) had got stuck in the lesion following pre-ivus prior to stent placement. The imaging catheter was inserted into the lesion without pre-dilatation. The lesion being treated was located in the right coronary artery (rca) middle, 99% stenosed with calcification in moderate tortuous anatomy. In attempt to free the catheter from the lesion, the physician removed the imaging core of the catheter and introduced a guidewire. At this point, the ivus catheter was freed and withdrawn without patient complications.